Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, the device's lcd display only illuminates and displays a white screen. No text is visible and unable to complete pre-eval due to broken display. The device¿s lcd display will need replaced due to physical damage/white screen. No repair was performed. The unit is not needed for inventory, and it will be scrapped.